Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks from their implantable cardioverter defibrillator (ICD) device. The device triggered a false lead integrity alert (lia) for due to electromagnetic interference during surgery using cautery and no magnet was used to suspend therapies. The alert was cleared. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.